Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an incomplete lasik flap occurred inferiorly during a lasik procedure. The reporter indicated the surgeon used a blade to cut the remainder of flap. Remainder of procedure was carried out on the excimer laser and there were no reported ramifications to patient.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Logfile review shows during the reported treatment no abnormalities can be identified and the treatment was finished with good suction values and no long suction time. The energy settings are also within the defined optimized arrangement of pulse energy. During the complete day the user performed the energy check in the required time range and the energy was stable with no abnormalities. No warning or error messages, or abnormalities are detectable. So no technical problems or deviations could be identified by the logfile review. No technical root cause could be identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).